Event description:
It was reported that the patient had an initial procedure with affixus humeral nail system. Subsequently, experienced nail protrusion with impingement symptoms and approximately one year post implantation underwent a revision surgery when the device was removed. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Blunt tip screw, ã¿ 4x34mm item# 47248603440 lot# 3091296. Blunt tip screw, ã¿ 4x34mm item# 47248603440 lot# 3091447. Cortical bone screw, ã¿ 4x20mm item# 47248612040 lot# 3126149. Cortical bone screw, ã¿ 4x22mm item# 47248612240 lot# 3152713. Proximal humerus nail cap, 0mm item# 47248801000 lot# 3151018. G2. Report source: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4; b5; d2a; d8; e1; g3; g6; h2; h3; h6; h10; h11. The reported event was confirmed by review of x-rays. Radiographic imaging was reviewed by a radiologist and included a single intraoperative fluoroscopic image along with two follow-up studies featuring anteroposterior (ap) and scapular y views of the left humerus. Radiographic review showed the intramedullary nail positioned proud of the humeral articular surface, with this alignment unchanged during follow-up. Progressive back-out of the proximal interlocking screw was observed, which may have contributed to soft tissue irritation or impingement. No direct hardware-related complications were documented. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as an initial incorrect alignment of the nail relative to humerus. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial open reduction and internal fixation of the left humerus with an intramedullary nail. Subsequently, the site reported nail protrusion with impingement symptoms beginning approximately 3 months post-implantation. The patient underwent complete device removal approximately 10 months post-implantation, and a repair of a partial rotator cuff injury was performed during the same procedure. No intraoperative complications or allegations against the hardware were reported. A review of device manufacturing records identified no abnormalities or deviations. The site classified the event as serious, considered it related to the surgical procedure, and not related to the device or instruments. The patient was reported as improved/recuperated following device removal and rotator cuff repair. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b3, b4, b5, b7, d6b, g3, g6, h2, h6, h10, h11.

Event description:
It was reported that a patient had an initial orif of the left humerus. Subsequently, the site reported nail protrusion with impingement symptoms. The patient underwent hardware removal, approximately 10 months post implantation, with repair of a partial rotator cuff injury. No complications or allegations against hardware were reported. Diligence is completed and no further information on the reported event has been provided.